Event description:
It was reported to baxter (B)(4) that a colleague infusion pump "gave alarm sound and pump was shut off but the sound doesn`t stop." This event had the potential to interrupt delivery. This condition occurred during set-up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel and is awaiting evaluation. Once the evaluation is completed or additional information becomes available, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "gave alarm sound and pump was shut off but the sound doesn`t stop" was confirmed during product evaluation. The root cause of the reported problem was determined to be uim pcba (user interface module printed circuit board a). The uim pcba was replaced to correct the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was performed with no exceptions found during manufacturing. The software version configuration is colleague p1.7 triple channel 7.22.00.